Event description:
A nurse reported that during surgery the lens breaks at the moment of being manipulated, which has generated a loss of continuity of the material. Additional information has states that there was a contact between the claimed product and the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).